Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, information in the pump's history was incorrect. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported impact to the customer¿s blood glucose.